Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found deformity that resulted in internal coil badly damaged. There were no other anomalies or issues found during investigation. A definitive root cause could not be identified. Based on the results of the investigation the most probable cause of the customer¿s reported issue was traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic probe had a grey wire that was kinked and pinched really bad. There were no reports of patient harm.